Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during basal delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer consulted with healthcare provider regarding alternate method of insulin delivery.